Manufacturer narrative:
On 05/05/2016 a medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. The medtronic representative confirmed the surgeon's tracer technique was good, however, deemed it likely the frame may have been shifting during the procedure due to tension on the cable. Recommended the site use adhesive strips to create a strain relief for the patient reference. The site acknowledged and is going to incorporate this into future procedures. This system has been used in subsequent procedures without issue. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon alleged an inaccuracy. When the surgeon was navigating the ostium seeker, the instrument was in the left sinus, however, appeared to cross over the midline into the right sinus. The crosshair movement to the right sinus was fluid and returned to the left sinus, even though the instrument stayed in the left sinus. The site registered the patient, again, and collected more posterior points. The ostium seeker continued to appear to cross the midline. The balloon and tricut navigated accurately. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
As previously reported the medtronic representative found it likely the frame may have been shifting during the procedure due to tension on the cable. A software investigation was completed; it is suspected that frame movement caused the symptom. Software is functioning as designed. The instructions for use (fu) which accompanies this device contains the following warnings regarding frame movement: "warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register." "Warning: after patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, re-secure it and register the patient again before navigating."